Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this pacemaker remained in storage mode following implant; it was suspected that the unknown lead was not fully inserted. An x-ray was obtained but found inconclusive. The following day additional information was received that the device was manually programmed out of storage mode and high out-of-range pace impedance measurements were observed consistent with underinsertion and the device remaining in storage mode following implant. Information was later received indicating the device was programmed off as the patient refused further intervention. No adverse patient effects were reported as the patient has an intrinsic rhythm. This device remains implanted.